Event description:
Straight shots.

Manufacturer narrative:
No conclusion can be made at this time. The subject product is in the process of being evaluated. A follow up report will be submitted when evaluation has been completed.